Event description:
Customer ran her blood glucose test on two contour meters and received readings of 82 and 202mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided. The call was disconnected before any additional information could be obtained. No product will be returned.